Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unknown type of da vinci instrument had a broken cable. It was further stated that distal tip of the product broke down and a physical piece fell off. This incident occurred outside of the patient's body. Therefore, no fragment(s) fell into the patient's anatomy so there was no reported injury.